Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the extension tubing was not passing saline and the tubing appeared to be sealed. The spike chamber was staying full and the spike chamber junction had appeared to be obstructed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. The tubing for the ablation system was returned to the manufacturer for evaluation. However, results are not available at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up the pump tubing for the ablation system, there was no return flow of saline. It was reported that the tubing chamber was found to have a defect. The tubing was replaced and a return flow appeared. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: patient ID, age and weight provided. System serial number provided. Preliminary analysis of the catheter kit was completed by medtronic personnel. Analysis found that the drip chamber on the unit was blocked. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue occurred in a soft neuro tissue ablation procedure and the reported issue delayed the procedure by less than ten minutes.